Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2018. Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced eosinophilic peritonitis, further described as sterile peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was not recovered from the peritonitis and action with extraneal therapy was not reported. No additional information is available.